Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that radiofrequency ablation was not possible due to device failure and the procedure was stopped. No damage and no patient complications were noted. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated my manufacturer. Functional testing was performed and the device passed testing. The device showed no evidence of defects that could have contributed to the reported event. With all the available information, boston scientific concludes the reported failure to ablate could not be replicated and could not establish the cause of the reported event.

Event description:
The intellanav mifi open irrigated catheter was selected for use during the procedure to treat the paroxysmal supraventricular tachycardia. It was reported that radiofrequency ablation was not possible due to device failure and the procedure was stopped. No damage and no patient complications were reported. It was further reported that the patient was under local anesthesia when the procedure cancellation occurred.